Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Batch # m90w4a. The device was received with the electrode, ceramic and active rod detached from the device as one piece not returned and the ceramic partially missing. Upon visual inspection of the device no anomalies were found with the jaws as reported in the event description. Upon visual inspection under magnification it was noted that the ceramic was partially missing. The ceramic was damaged by the separation of the electrode from the lower jaw. The device was tested on the generator, this resulted in the ¿close jaws on tissue and reactivate¿ alert screen, this is advising the generator cannot deliver energy. Then the "replace instrument" screen would be displayed after receiving the "close jaws on tissue and reactivate" message twice. There is insufficient evidence related to what caused the damage on the device. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that the jaw broke apart inside of the patient during an lavh. All of the pieces were retrieved and the procedure was completed with a second same device. No patient consequence.